Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexl0686 showed no other similar product complaint(s) from these lot numbers.

Event description:
On (B)(6) 2014 - I received a call on friday regarding a wire fragment that was left in a pt following PICC insertion in (B)(6). The wire fragment appears to be about 5 mm in length and lodged in the pulmonary artery where it could have migrated from the atrium to ventricle to pulmonary artery. PICC placement was provided by the facility's outsourced PICC service and notes show nothing irregular with PICC insertion.